Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that the dc-inlet port is broken therefore device cannot operate on ac or battery power and could not recharge the battery. No patient involved.

Event description:
It was reported that during service evaluation the renasys touch device was found unable to operate on ac or battery power and could not recharge the battery due to a broken j1 connector on the dc port. Front and back enclosures were broken. No patient involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.